Manufacturer narrative:
The ge rep conducted an onsite investigation. The locking system was replaced. The system was tested and operates as intended.

Event description:
The customer reported that the vertical lift column would not lock on the 8800 system. No pt injury was reported.